Event description:
It was reported that the patient experienced issues with this artificial urinary sphincter (aus). During office consultation, an attempt was made to cycle the device. Imaging was done to see the approximate amount of fluid in the balloon. It was observed that there was not enough fluid and a revision surgery was scheduled. During the procedure, it was found that the balloon had a small puncture and a fluid leak was confirmed visually. It was noted that the hole may have been due to a suture. A new balloon was implanted; there were no patient complications reported.

Manufacturer narrative:
B5 and h6 updated.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus). During office consultation, an attempt was made to cycle the device. Imaging was done to see the approximate amount of fluid in the balloon. It was observed that there was not enough fluid and a revision surgery was scheduled. During the procedure, it was found that the balloon had a small puncture and a fluid leak was confirmed visually. It was noted that the hole may have been due to a suture. A new balloon was implanted; there were no patient complications.